Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (3 mg at .14415 mg/day) and fentanyl via an implantable pump. It was reported that after surgery ((B)(6) 2025) the patient reported that she was having surgical pain and was taking oxycodone. On (B)(6) 2025 the patient reported that she was having a fairly constant headache that started in the back of her neck and radiated to her temples. It had been going on since a day after the surgery. She was also having a weird hearing thing where there was a constant high pitch noise similar to a hearing test when they test your hearing for high pitched frequencies and that she had some itching around the site. On (B)(6) 2025, the patient called and said she was going to the emergency room because he thought there was an infection at the pain pump site. The patient stated that he had not felt right for the past few days, had temp of 101.5, the surgery site was red and inflamed and had concerning discharge. The pump pain medication was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient exited the study on (B)(6)2025 due to all of their enrolled medtronic products being inactive as their pump was explanted without replacement on (B)(6) 2025 due to the reported infection.